Event description:
Graft leaked blood (quantity unk) at suture line (anastomosis). The dr stated that graft ends were cut with surgical scissors and not a cautery knife contrary to the information for use. The graft was sutured with monofilament polypropylene suture and a tapered needle. The graft was left in. The pt's condition is fine.